Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported fiber break cannot be established as the product is not available for analysis. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. The IFU states: caution: the fiber is a precision device. Damage to the fiber can result in the emission of uncontrolled laser energy. Do not excessively manipulate or bend the fiber. Caution: do not retract, dissect, or probe tissue with the tip of the fiber. Damage may occur to the fiber tip. Caution: do not bend the fiber at sharp angles. Damage may occur to the fiber. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the photo selective vaporization of the prostate procedure was going well and then the fiber broke. The fiber tip/cap physically broke but the metal cap did not detach from the fiber. Light was not observed to be emitted at any point along the fiber body. Additionally, pressurized saline irrigation was used. The fiber was replaced, and the second fiber was used to complete the procedure without any patient complications.